Manufacturer narrative:
H10: the complaint of leakage on the 123390488 primary plum set could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR for lot 4110463 was reviewed and no non conformance were found that would have led to reported complaint.

Manufacturer narrative:
The customer indicated that the device is not available to return to the manufacturer for investigation.

Event description:
The event involved a leak of doxorubicin from the closed air vent on a plum set.